Manufacturer narrative:
There are no clear guidelines for when to start pre-emptive (B)(6) therapy for (B)(6) due to differences in practice from center to center and a great heterogeneity among patients leading to very different risks of disease. Unless this was a very high risk stem cell transplant recipient, many clinicians would not initiate preemptive treatment for a (B)(6) viral load of(B)(6) in the absence of symptoms. (B)(6) symptoms could include diarrhea, abdominal pain, anorexia, fever and malaise. If the patient already had colitis symptoms at that time, then many clinicians would either start treatment or do an investigation (endoscopy plus biopsy) to evaluate for (B)(6), as (B)(6) disease occasionally occurs without (B)(6). Copies are not standardized, and one assay's (B)(6) copy can differ from another's by multiple logs. Therefore a direct comparison between the roche test results (iu/ml) and the second hospital's results (in copies/ml) is impossible. Only two tests both reporting in international units (cap/ctm and rikshospitalet) can be compared. Through the course of the investigation, no product non-conformance was identified; the retain kit was tested and met specifications. The initial patient samples were not available for further evaluation; the cause for the discrepancies remains unknown. The UDI for the cap/ctm cmv test ce-ivd is (B)(4).

Event description:
A customer from (B)(6) alleged under-quantitation of a patient sample while using the cobas&#59393;ampliprep/cobas taqman (cap/ctm) cmv test. It was indicated that the patient had returned multiple results near (B)(6) using the cap/ctm cmv test while lab developed tests (ldts) reported values above (B)(6). The patient was not treated based on the (B)(6) result and subsequently developed life-threatening (B)(6) potentially due to a 2-week delay in treatment. Once treated, the patient's health improved and the final blood draw generated results below the lower level of quantitation (lloq) or target not detected on both the cobas ampliprep/cobas taqman (cap/ctm) cmv test and the ldt.